Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was walking and dislocated. The patient went to hospital and x-rays were taken. All implants were replaced with revision implants. The trunnion was worn down on stem and the head fell off.

Manufacturer narrative:
An event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed through visual analysis. The device was not returned however one explant photo was provided. There is significant penciling of the trunnion on the stem. There is also biological material present on the body of the stem. Dimensional inspection: not performed as the device was not returned. Functional inspection: not performed as the device was not returned. Material analysis: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient was walking and dislocated. The patient went to hospital and x-rays were taken. All implants were replaced with revision implants. The trunnion was worn down on stem and the head fell off.